Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital/surgeon: - the spine screws not placed as intended with the aid of navigation were corrected in the very same surgery (with/without aid of navigation), and at the end of the surgery all screws were in their correct final positions as intended. - the outcome of this surgery was successful as intended. - there was no direct (or increased) risk to harm a critical structure by this deviating placement. - there was no actual harm nor negative effect to the patient due to the deviating placement, nor due to the prolongation of the surgery/anesthesia by 150 min. - there were further no remedial actions for the patient done, necessary or planned; there was no prolong of hospitalization either. H6: root cause1 (deviation of initial screw placement): according to the results of the technical investigation and the information provided by the hospital, it can be concluded that the root cause for the cranial/lateral deviation of screws reported and observed bilaterally at l4 and l5 along with right l3 and left s1 is: - for screws at l3-l5: a relative movement of the anatomy during the multilevel navigation procedure between the anatomy with array fixation (s1 spinous process) and area being operated on (l3-l5) due to the non-rigid fixation of the anatomy (vertebrae) between the reference array and region of interest, and the forces applied to the anatomy by the instruments during the pilot hole creation (tapped drill guide to dock on bone) and subsequent non-navigated tapping/threading of pilot hole and screw placement. Post-operative images show an anatomical shift at l3-l5 occurred that would allow for a cranial/ lateral deviation to occur. Operating on a different vertebra/bone than the one the patient reference array for navigation is fixed to, especially if the connection in between the vertebra/bone is not rigid can cause relative movements of the actual anatomy during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the registered patient image scans in the navigation display and the actual patient anatomy during the surgery was not recognized by the surgeon with the appropriate and necessary navigation accuracy verification throughout the surgery. - for the screw at left s1: skiving of the drill guide during drilling of the pilot hole due to the drill guide not sufficiently engaged to the bone. The specific angular placement/deviation that was observed would occur if the drill guide skived off of the bone remaining on the margin of the sacrum. Further, image data do not show another/correct pilot hole, which confirms the deviation to have occurred during pilot hole creation. Apparently, the deviation of the drill guide from the planned position as correctly displayed by the navigation was not recognized by the user while creating the pilot hole and placing the k-wire. (The following non-brainlab instruments, i.e. Tap and screwdriver, were not navigated, thus no further brainlab device contribution in these steps)." Root cause2 (deviation of corrected screw placement): according to the results of the technical investigation and the information provided by the hospital, it can be concluded that the root cause for the deviations of the corrected screw placements reported and observed bilaterally at l4 and l5 is: - the k-wire likely has followed the original screw path instead of the corrected pilot hole upon insertion, and/or the screw followed the original path instead of the corrected path during tapping and screw placement. Details: since the k-wire diameter (2 mm) was significantly smaller than the diameter of the drill guide (3.2 mm) used to drill the pilot holes, the k-wire has slackness within the drill guide and could have deviated from the corrected path and followed the initial path. Alternatively, the tap or screwdriver (both unnavigated) could have deviated and followed the original pilot hole. The likelihood of such deviations to occur is increased with bad bone quality as was present in this case (osteoporosis). Apparently, the deviation of the k-wire (within the drill guide) from the intended path, and/or the deviation of the tap/screwdriver from the intended path was not recognized by the user while placing the k-wire or screw. (Note that only the drill guide is navigated and not the k-wire itself, and that the tap and screwdriver were not navigated in this case, thus no brainlab device contribution in these steps). A further contributing factor, to a lesser extent: - a movement of the navigation reference array at its fixation point (sacrum) during the procedure after patient registration (for screw revision) was performed, due to not suitable rigid fixation by the user as required and/or inadvertent forces applied to the reference array during the surgery. Movement of the reference array disrupts the coordinate system established during patient registration and causes a deviation between the registered pre-placement scan on which navigated instruments are tracked and the patient anatomy. This movement cannot be compensated by the navigation software. Apparently, the shifted array and resulting deviation between the registered patient image scans in the navigation display and the actual patient anatomy during the surgery was not recognized by the surgeon with the appropriate and necessary navigation accuracy verification throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine (on (B)(6) 2023) for fusion l3-s2 (xlif l3-l4, tlif l4-5, l5-s1 plf), due to left convex lumbar scoliosis l3-4, degenerative spondylolisthesis and spinal canal stenosis l4-5, with intended placement of 10 spine screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5.1. During the procedure the surgeons: - with the patient in prone position, attached the navigation reference array to the spinous process of s1. - acquired an intraoperative CT scan with automatic image registration of the current patient anatomy to the navigation, verified and accepted the accuracy of the registration to proceed. - placed 8 spine screws at l3-s1 using the following workflow: planned the trajectory using the navigated 3.2 mm drill guide, prepared the pedicle (pilot hole) by drilling through the drill guide, placed a k-wire through the drill guide into the prepared pilot hole, threaded the pilot hole following over the k-wire using a non-navigated non-brainlab tap, and subsequently placed the spine screw following over the k-wire using a non-navigated non-brainlab screwdriver. - placed 2 spine screws at s2 using the same workflow with a navigated 4.5 mm drill guide - acquired a verification scan and determined that several screws placed deviated from their intended position in lateral/cranial direction (reportedly screws at l4 and l5 bilateral and one screw at l3) (according to image data left s1 as well). - used the verification scan (that was acquired with automatic image registration), verified and accepted the accuracy of the registration to proceed. - corrected (repositioned) these screws not placed as intended using the same workflow like above. - acquired another verification scan and determined that again several screws placed deviated from their intended position (reportedly 2-3 of the screws placed at l4 and l5). - decided to abandon navigation and corrected (repositioned) the screws conventionally. - acquired another verification scan which confirmed that the screws are placed as intended. According to the hospital/surgeon: - the spine screws not placed as intended with the aid of navigation were corrected in the very same surgery (with/without aid of navigation), and at the end of the surgery all screws were in their correct final positions as intended. - the outcome of this surgery was successful as intended. - there was no direct (or increased) risk to harm a critical structure by this deviating placement. - there was no actual harm nor negative effect to the patient due to the deviating placement, nor due to the prolongation of the surgery/anesthesia by 150 min. - there were further no remedial actions for the patient done, necessary or planned; there was no prolong of hospitalization either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital/surgeon: the spine screws not placed as intended with the aid of navigation were corrected in the very same surgery (with/without aid of navigation), and at the end of the surgery all screws were in their correct final positions as intended the outcome of this surgery was successful as intended there was no direct (or increased) risk to harm a critical structure by this deviating placement there was no actual harm nor negative effect to the patient due to the deviating placement, nor due to the prolongation of the surgery / anesthesia by 150 min there were further no remedial actions for the patient done, necessary or planned; there was no prolong of hospitalization either h6: according to the results of the technical investigation and the information provided by the hospital, it can be concluded that the root cause for the cranial/lateral deviation of screws bilaterally at l4 and l5 along with right l3 and left s1 is: a relative movement of the anatomy during the multilevel navigation procedure between the anatomy with array fixation (s1 spinous process) and area being operated on (l3-l5) due to the non-rigid fixation of the anatomy (vertebrae) between the reference array and region of interest, and the forces applied to the anatomy by the instruments during the pilot hole creation (tapped drill guide to dock on bone) and subsequent non-navigated tapping/threading of pilot hole and screw placement. Post-operative images show an anatomical shift at l3-l5 occurred that would allow for a cranial / lateral deviation to occur. Operating on a different vertebra / bone than the one the patient reference array for navigation is fixed to, especially if the connection in between the vertebra/bone is not rigid can cause relative movements of the actual anatomy during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Furthermore, evidence suggests the left s1 screw deviated due to skiving of the drill during drilling. The drill/drill guide likely has skived off of the bone remaining on the margin of the sacrum. The deviation would have been visible on the navigation display at time of occurrence since the drill guide was navigated, but if not recognized then, it would not have been visible during subsequent usage of the non-navigated tap and non-navigated screwdriver. The resulting deviation between the registered patient image scans in the navigation display and the actual patient anatomy during the surgery was apparently not recognized by the surgeon with the appropriate and necessary navigation accuracy verification throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine (on (B)(6) 2023) for fusion l3-s2 (xlif l3-l4, tlif l4-5, l5-s1 plf), due to left convex lumbar scoliosis l3-4, degenerative spondylolisthesis and spinal canal stenosis l4-5, with intended placement of 10 spine screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5.1. During the procedure the surgeons: with the patient in prone position, attached the navigation reference array to the spinous process of s1 acquired an intraoperative CT scan with automatic image registration of the current patient anatomy to the navigation, verified and accepted the accuracy of the registration to proceed placed 8 spine screws at l3-s1 using the following workflow: planned the trajectory using the navigated 3.2 mm drill guide, prepared the pedicle (pilot hole) by drilling through the drill guide, placed a k-wire through the drill guide into the prepared pilot hole, threaded the pilot hole following over the k-wire using a non-navigated non-brainlab tap, and subsequently placed the spine screw following over the k-wire using a non-navigated non-brainlab screwdriver placed 2 spine screws at s2 using the same workflow with a navigated 4.5 mm drill guide acquired a verification scan and determined that several screws placed deviated from their intended position in lateral / cranial direction (reportedly screws at l4 and l5, acc. To image data screws at right l3 and left s1 as well) corrected (repositioned) four screws (right l3, right l4, right l5, left s1) not placed as intended (reportedly without aid of navigation, however, analyzed data suggest navigation was used for the revisions at right l3 and left s1) according to the hospital/surgeon: the spine screws not placed as intended with the aid of navigation were corrected in the very same surgery (with/without aid of navigation), and at the end of the surgery all screws were in their correct final positions as intended the outcome of this surgery was successful as intended there was no direct (or increased) risk to harm a critical structure by this deviating placement there was no actual harm nor negative effect to the patient due to the deviating placement, nor due to the prolongation of the surgery/anesthesia by 150 min there were further no remedial actions for the patient done, necessary or planned; there was no prolong of hospitalization either.